Event description:
As reported: when the 18fr device was introduced into the sheath the valve kicked back the bypass tube. We were not able to insert the bypass tube into the sheath. We had to open another device and exchange everything. The second 18fr device worked better.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: when the 18fr device was introduced into the sheath the valve kicked back the bypass tube. We were not able to insert the bypass tube into the sheath. We had to open another device and exchange everything. The second 18fr device worked better.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance while attempting to advance the bypass tube into the sheath hub. No buckling or bending of the bypass tubes occurred when met with resistance; and the proctor instructed the physician to rotate the bypass tube, hoping it would expand the hemostatic valve; but was unsuccessful. The physician removed the entire 18f manta device and sheath, and a new 18f manta device and sheath were placed, successfully achieving hemostasis. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.